Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by bd r&d that the stopper had a molding defect which led to low draw with a bd vacutainer® boric acid sodium borate/formate c&s urine tube. The following information was provided by the initial reporter: I recently were notified of a draw volume failure due to a stopper defect. As these samples were collected from retains, we wanted to reach out to you to confirm if this is a complaint or not.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-01. H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for molding defect with the incident lot was observed. The customer sample was expired on 2020-04-30; therefore, no further testing could be completed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported by bd r&d that the stopper had a molding defect which led to low draw with a bd vacutainer® boric acid sodium borate/formate c&s urine tube. The following information was provided by the initial reporter: I recently were notified of a draw volume failure due to a stopper defect. As these samples were collected from retains, we wanted to reach out to you to confirm if this is a complaint or not.